Manufacturer narrative:
Correction: h.6. Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was determined at analysis that the radiofrequency(rf) head cable was pinched, causing a short circuit and shutting down the programmer. It was noted that the programmer is able to turn on once the rf head was unplugged. Additionally, it was noted that the upper-case rf head light emitting diode (led) window was cracked and the anti-slip layer of the rf head was worn. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The radiofrequency (rf) head was returned for evaluation as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.